Event description:
It was reported that the reservoir of this inflatable penile prosthesis migrated within the scrotum. The reservoir was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Event date: estimated as first day of month that component was explanted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, a conclusion code of cause not established was assigned to this investigation.